Event description:
It was reported during a sigmoid colectomy the tl90 staples would not hold in tissue. 12/18/97 rep reports there is no additional info.

Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: cartridge batch number, k46f61; cartridge position, loaded; casing position, forward; hook shroud condition, good; lockout slide position, unlocked; number of staples returned in cartridge, none; retaining pin position, forward; safety position, unlocked and trigger position, closed. Functional tests & results: hook shroud condition, good; indicator function properly, yes; indicator setting when firing, 2.5; knob collar lockout slot condition, good; lockout slide tip condition, good; safety disengage properly, yes; staples fire properly, yes and staples from properly, yes. Analysis conclusion; based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed all the staples as designed with no difficulties noted. It could not be ascertained as to why the staples reportedly did not hold. Mfg and engineering have been notified of the reported incident.